Event description:
Review of a (B)(6) female, pt's download, revealed several can comm timeout, belt comm error, abnormal shutdown flags. The pt was contacted by zoll customer support and issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (service codes 107 and 204; can connection status) has been confirmed. Upon eval, the trunk connector was damaged. The cause for the damaged connector cannot be positively determined, but was likely the result of excessive force. No adverse event resulted from the damaged connector. The pt received a replacement electrode belt.